Event description:
Patient reported left side rupture of a textured implant. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and seroma. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported left side rupture of a textured implant. Healthcare professional reported left side rupture and seroma. The device has been explanted and replaced.

Manufacturer narrative:
Correction partial implant date (d.6a): (B)(6) 2015. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in anterior side assessed as surgical damage. Seroma-late: unable to observe since it is a medical event and is not related to the device. Additional observations: red particles were observed on the shell. Missing shell assessed as inconclusive.